Manufacturer narrative:
Additional information: d6a internal complaint number: (B)(4).

Manufacturer narrative:
If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) stated that they had spoke to the attending physician and confirmed that the patient is responsive and awake. It was also stated that the patient has a trach, and if plugged, can somewhat start verbalizing. No further information was provided.

Manufacturer narrative:
Follow-up is pending regarding patient status. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned for additional evaluation and investigation. If additional information becomes available, a supplemental MDR will be sent. The issue was determined to be related to the proper MRI procedures not being followed. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a patient that went through MRI without emptying or stopping their pump. The patient originally went to emergency room with stroke-like symptoms and the hospital wanted to do an MRI of the patient's brain. It was stated that the patient's husband informed the hospital employees that the patient had a pain pump and provided them with a card. The type of card has not been confirmed at this time. The hospital reportedly stated they would contact the company before they did the scan, but per receipt of the call to technical solutions, the scan had already been performed when they were contacted. Following the MRI, the patient was getting off the table, and began having "seizure-like activity and jerking movements." The patient was sedated and admitted to the hospital ICU. An agent turned the patient's pump off. The next day, the cs accessed the patient's pump and observed that no medication came out. Additional communication confirmed that the patient has developed pneumonia and is on a ventilator. It was stated that the pneumonia may be related to being on the ventilator, in combination with the positioning of the patient. It has not been confirmed whether the patient was ever off the ventilator. Patient is receiving pain medication through their IV, and it is not known if they are still sedated or not.